Event description:
A report was received that the pt's implant was explanted due to the lead protruding through the skin. The physician noticed a 3mm opening on the pocket site and only the lead was seen through the skin not the implant. The physician explanted the implant but left the leads implanted. The pt was prescribed keflex. During the pt's follow up appointment on (B) (6) 2010, the pt's incision did not appear to be healing well. The pt was prescribed augmentin and will have the leads explanted.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility.